Event description:
Patient brought to cardiac cath lab for right and left coronary angiograms with possible balloon angioplasty and/or stent. Patient prepped and draped and medrad system flushed and confirmed that no air was present. The first injection of contrast showed flow that was sluggish and left coronaries did not completely fill. Patient began having st elevation, bradycardia, and small runs of ventricular tachycardia. Patient became symptomatic with chest pain and diaphoresis. 30000 units of heparin was given IV and hands free pads were placed on one patient. Md waited for the patient to stabilize. Md continued with left coronary pictures and coronary flow was brisk and complete. Patient's symptoms gradually lessened until completely gone. Patient left lab in stable condition.